Event description:
Patient experienced hoarseness, difficulty swallowing and choking immediately after their vns implant surgery. The reported events are all consistent with symptoms that are associated with vocal cord paralysis. The events are constant and don't only occur with stimulation, and the patient was referred to speech therapy for vocal cord issues. The patient's diagnostics were noted to be normal. No other relevant information has been received to date.

Event description:
The patient reported that their left vocal cord is paralyzed, which has affected their breathing, talking, eating and drinking. The patient is now starting to receive injections in their vocal cord area. No other relevant information has been received to date.